Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 5, 2014 ¿ february 6, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned; however, a photograph was provided for evaluation. Photograph inspection revealed that the device had leaked. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leaked an unknown solution into the green over pouch. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial reporter: international phone number: (B)(6). Should additional relevant information become available, a follow-up medwatch will be submitted.